Event description:
The customer received blood glucose readings of 400-500mg/dl on the breeze2 meter compared to readings of 70-95mg/dl taken on a different meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.